Event description:
It was reported to philips by a customer that the unit showed low leak-c02 rebreathing risk alert. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed reported the unit displayed diagnostic code 1203 low leak-co2 rebreathing risk. The rse asked the customer to check the unit using the bi-pap test connector. The rse emailed the customer a v60 service manual and provided customer with the correct settings to use for testing. The rse advised customer to use a whisper swivel if testing with a test lung. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The remote service engineer (rse) provided the biomed with the part number for the v60 bi-pap test connector and emailed the customer the philips biomed training website for biomed training courses. The biomed reported running the unit with the bi-pap test connector for 24 hours and was unable to reproduce the problem. The unit has been returned to service. No other anomaly was reported.